Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint was deemed as justified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer reports: while I was checking a set with the scrub nurse before a procedure, I noticed that there appeared to be debris attached to the o ring in the channel of the neck trial. I removed the kit and opened a second kit which was clean. I removed the o ring and sure enough there was some debris underneath the o ring as well.